Manufacturer narrative:
The paddle lead was not returned as no components were explanted during the procedure. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the inadequate stimulation was likely a result of lead migration which is a known inherent risk with use of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU. In addition, a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that the patient experienced paddle lead migration. The patient underwent a revision procedure to reposition the lead. No components were explanted or replaced. The surgeon lopped a suture around the paddle lead to pull it towards midline. However, the paddle lead is still mostly tilted toward the left post revision. The patients persistent neuropathy left arm pain was not resolved.